Manufacturer narrative:
Batch review performed on 28 june 2021: lot 2005237: (B)(4) items manufactured and released on 3-aug-2020. Expiration date: 2025-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved: batch review performed on 28 june 2021: gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot 1906054: (B)(4) items manufactured and released on 24-oct-2019. Expiration date: 2024-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
4 months after the primary surgery the patient came in reporting pain during flexion and extension and the cause is unknown. The surgeon revised the femoral component and insert and added an extension stem. The surgery was completed successfully.